Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was doing yard work and noticed the stimulation was no longer providing effective pain relief. An x-ray was taken and confirmed lead migration. The patient underwent surgical intervention on (B)(6) 2016 where the lead was repositioned. The patient attained effective stimulation postoperatively and issue has been resolved.